Event description:
The customer reported a prime alarm. The blood glucose reading was 142 mg/dl. The drive support cap was protruded. The possible cause of the prime alarm was explained to the patient. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.